Event description:
The ge oec 9800 fluoroscopy system had intermittent issues with boot-up sequences before some procedures. It was also noted that the system would display communication failure error codes.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the single board computer (sbc) was failing. The sbc was replaced, along with the associated hardware and software. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.